Event description:
It was reported that patient ripped off infusion set event occurred on (B)(6) 2026. This led to high blood glucose for which the patient treated with correction bolus. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 manufacturing site: 8021545.